Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the coin slot on the top of the battery cap was severely damaged and was difficult to remove from the battery compartment. Unrelated to these issues, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed and was unable to hold a charge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the coin slot on the top of the battery cap was severely damaged and was difficult to remove from the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.